Event description:
Same as: 6000089-2006-02466. It was reported by the pt that post a coronary drug eluting stenting treatment procedure, a thrombosis and heart attack occurred. According to the customer, he had a 3.50x12 mm and 3.50x16 taxus express2 drug-eluting stent placed 16 months prior to having "a heart attack that affected the left coronary artery (lca). Another taxus express2 stent was placed at that time in the left coronary artery (lca). During the procedure he was found to have blockages in the 2 taxus express2 stents originally placed." No add'l pt complications were reported. The physician was unable to provide add'l info regarding the reported event.

Manufacturer narrative:
A unit has not been returned for review, therefore, a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch namely top assembly batch #7142970 found that the device met its material, assembly, and product specifications.